Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results product evaluation and results: dimensional, functional and material analysis could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs presented newly explanted devices with cement, blood and tissue on them but nothing remarkable to report. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to aseptic loosening of the femoral and tibial implants. The patient's knee was revised to a gmrs knee. Revising surgeon reported the index surgeon did not use enough cement on the original implants. Rep confirmed that there are no allegations against the revised liner. Rep also provided explant pictures and revision usage, and confirmed that no further information will be released by the hospital or surgeon.